Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the stimulator (sn # (B)(4)) found it to have a reduced battery capacity due to the overdischarge. Analysis found the lead (sn # (B)(4)) found the lead body to have been cut through, product segmented. Striations on the ends of the outer insulation and the angled ends of the wires were typical of a cut. The outer insulation was noted to have been cut, breached.

Event description:
It was noted that the patient requested device removal due to lack of adequate therapy. It was noted that the patient experienced less than 50% therapy relief at the lead location. It was noted that when the surgeon "opened the patient up" he discovered the lead "appeared burned" and was severed. It was noted that there was a break/fracture in tails of the lead. The complete system was explanted on (B)(6) 2014. It was noted that no diagnostics had been performed. The devices would reportedly be returned to the manufacturer. Additional information received three days later reported that the patient had never been completely satisfied since implant and the manufacturer's representative worked with her off and on since implant. It was noted that the lack of therapeutic effect was brought to the attention of the manufacturer's representative within two weeks of implant. It was noted that impedance testing and normal reprogramming had been performed, with some improvements but never "just right." It was noted that the cause of the lead damage was not determined. The surgeon reportedly claimed it was black and severed when he opened the patient up to remove the system. It was noted that the system was not replaced. It was noted that the manufacturer's representative had not spoken with the patient but it was his understanding that "she was doing fine." It was noted that the implantable neurostimulator and lead were in route to the manufacturer for analysis at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.